Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's ins was off and they did not know what happened or why the device was off. They knew it was off because they were stumbling, not walking right, and not moving correctly. They went to their healthcare provider (hcp) who turned the ins back on. No further complications were reported as a result of this event.